Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced the ise reference valve to resolve the issue. Beckman coulter internal identifier is (B)(4). (B)(6).

Event description:
The customer reported erratic ion selective electrode (ise) patient results on their au480 clinical chemistry analyzer. The results were not reported out of the laboratory. There was no change to patient treatment.